Event description:
It was reported that the patient was inappropriately treated with a ventricular tachycardia (vt) shock by the implantable cardioverter defibrillator (ICD) for being in atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.